Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had scarring on the side of his chest. The patient was in the hospital awaiting an ICD implantation when the patient's physician noticed the scar tissue. The physician believed that the scarring was caused by the lifevest. There is no indication that the patient required medical intervention as a result of the reported scarring.